Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the physical sample was not available. One image was provided demonstrating the placed stent inside the vessel. The stent was visibly constricted in the area of the silicone stent brake. Distal and proximal of that section the stent was regularly expanded so that it appeared like an hour-glass which indicated that the deployment sheath was retracted and that the stent adhered to the silicone brake, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review:a review of the relevant for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a bilateral stent placement procedure in the iliac veins, the stent sheath was fully retracted but interstices tangled at the stent end so that the stent was stuck on the inner catheter and did not expand. Twisting the catheter multiple times finally led to stent expansion. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.